Manufacturer narrative:
The device history record (DHR) for lot 420953x indicates that units were produced on 07/18/2014. There were no related issues detected in the samples inspected from the needles produced that went into this lot. Maintenance records (both corrective and preventive) and calibration records for the needle lots were reviewed and there were no issues found. All scheduled maintenance and calibration activities were completed on time. There were no process or material changes related to the reported condition for this product in the 12 months prior to production of this lot. Process monitoring data for the needle lots were reviewed and it was noted that there were issues with the sheath loader on one of the lots. A review of the machine setup was conducted and there were no issues identified. The needle assembly machines were observed in their current condition and there were no issues found. There was (1) opened sample returned with this complaint. Visual examination showed that the cannula had embedded in the sheath and broke off during assembly. The cannula remains stuck in the sheath. The reported condition is confirmed. The root cause of the issue was a misload of the sheath during assembly that resulted in the needle point embedding in the inside wall of the sheath and subsequent bending and breaking of the cannula when the sheath was pushed down. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for any issues. The lot met all defined acceptance requirements at the time of release. Complaint trending indicates that this is an isolated incident with no safety implications and corrective action is not required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a needle. The customer reports that they pulled the cap off the needle to begin drawing up the vaccine and a needle curled in half, was not attached to the syringe, and fell out of the cap. No needle was actually attached to the hub. No patient involved.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.